Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the operating room for a normal device changeout. During the procedure, externalized conductors were observed on the right ventricular lead. No electrical anomalies were detected. No procedure was completed on the lead. The patient will continue to monitored with routine follow-ups.